Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing of noise. A office follow-up found the noise could be recreated with pocket manipulation. The therapy has been programmed off as electrode damage is suspected. Technical services advised to have an x-ray done. There were no additional adverse patient effects.

Manufacturer narrative:
This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from the FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. A office follow-up found the noise could be recreated with pocket manipulation. The therapy has been programmed off as electrode damage is suspected. Technical services advised to have an x-ray done. There were no additional adverse patient effects.